Event description:
It was reported that at the start of the lithiasis extraction ureteroscopy procedure using a gemini basket, it was noticed that the external coating of the basket was dislodged leading the internal mandrel visible. No patient complications were reported. Boston scientific has been unable to obtain additional information regarding the procedure outcome to date, despite good faith efforts.

Manufacturer narrative:
Block h2: initial reporter address 2: (B)(6). Block h6: device problem code a0414 captures the reportable event of sheath torn.